Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 50 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 200 mg/dl.